Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the root cause of the b30 error message malfunction on the image was unknown. However, failure may have been due to damage or deterioration of parts due to wear and tear. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited an message of b30 (scope communication error displayed on the image. There was no patient involvement.